Event description:
It was reported that noise was observed on the ventricular lead and the impedance had decreased. The noise could not be reproduced in the clinic. The patient received inappropriate therapy due to the noise. The physician wished to replace the system, but the patient refused the procedure. All tachy therapy was disabled while the patient thinks about the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.